Manufacturer narrative:
This report is submitted on february 10, 2017.

Event description:
Per the clinic, the patient experienced pain with device use; however, the issue could not be resolved, resulting in device non-use. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient with a new device.